Event description:
In 2009, this pt had a hysteroscopic tubal sterilization procedure via the essure system. Since then she has experienced sharp, severe and transient lower abdominal pain. Recent computed tomography diagnosed extrusion of her left essure implant outside her fallopian tube into her abdominal cavity. Laparoscopic surgical eval (B)(6) 2012 confirmed this diagnosis. The essure implant was found adherent to a layer of omental fat. It was surgically removed during that procedure. The right essure implant appeared to be in place in the right fallopian tube.